Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section h7&h9 (recall details) added with this report. No crack at the belt clip rails noted during visual inspection. However, the pump was received with a cracked case behind the pump near the battery tube compartment. Pump was also received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to a critical pump error (open book image) alarm. There were no fatal critical alarms, or three consecutive critical handling alarms found in the formatted history file. However, critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms on (B)(6) 2025 12:17:07.000 and (twice) on (B)(6) 2025 12:17:18.000 according in the error log file/detailed trace file. As per global logic analysis (esf#: (B)(4)), pump error 63 alarms (twi) (line number 147 file number 2017), suspected on hw. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2025 to (B)(6) 2025. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the primary svn# (B)(6) event date of 08-aug-2025 and related svn#: (B)(6) event date of 19-aug-2025. In further review of the formatted history file 1 week prior surrounding the date of 04-aug-2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: (B)(6) 2025 10:19:00.000. Insert battery alarm was found on: (B)(6) 2025 11:11:32.000, (B)(6) 2025 11:21:00.000, (B)(6) 2025 11:57:22.000 failed battery alert/battery failed alarm was found on: (B)(6) 2025 11:25:29.000, (B)(6) 2025 11:35:00.000, (B)(6)2025 11:39:36.000, (B)(6) 2025 11:49:00.000, (B)(6) 2025 11:56:57.000, (B)(6) 2025 11:57:23.000, (B)(6) 2025 11:57:32.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm and low battery alert were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. Unable to test for failed battery alert/battery failed alarm and low battery alert due to critical pump error (open book image) alarm. Failed battery alert/battery failed alarm and low battery alert were unknown. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. The pump was received without a battery. The pump was received with the battery cap with a missing metal contact. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked lcd window, a cracked battery tube threads and a scratched case. Cosmetic damage at the belt clip rails was not confirmed, however, other cosmetic damage was noted during analysis. Customer alleged for battery cap broken/cracked/damaged and battery cap contact missing/damaged were confirmed. Unable to verify customer alleged for high bgs and dka. Unable to upload pump to carelink and perform the required testing due to a critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Critical pump error (open book image) alarm and pump error 63 alarm due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor, motor, vibrator assembly and battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetes ketoacidosis and the pump was not working. The customer reported blood glucose value of 500 mg/dl. The customer was admitted to hospital and reported symptoms like feeling sick/unwell, headache, tired/weak. The customer was treated with intravenous insulin infusion. The event involved product(s) unknown sensor, mmt-332a, unomedical, mmt-1884. Troubleshooting was partially performed and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. The products unknown sensor, mmt-332a, unomedical will not be returned for analysis. The customer will discontinue the use of the device. The product mmt-1884 will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.